Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. E1 customer information updated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners are causing pain and cutting their gums.

Manufacturer narrative:
Patient followed up with additional information and a letter from their dentist recommending ending their treatment with byte. H6 codes added. Health effect: clinical code-pain and tooth fracture. Medical device problem code-structural problem.